Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the pump elective replacement indicator (eri) had dropped significantly since the last refill. Per the telemetry strips, during pump refill on (B)(6) 2015 the eri was 62 months. At pump refill on (B)(6) 2015 it was shown that the eri had occurred on (B)(6) 2015; however, the low reservoir alarm date was (B)(6) 2015. After the eri occurred the patient experienced increased spasms. The reporter stated that the patient had been on a very high flow rate. Per the telemetry strips, the pump delivered gablofen 2000mcg/ml at a rate of 1400mcg/day. The pump had previously delivered compounded baclofen 6000mcg/ml and was recently decreased to 2000mcg/ml. The physician programmer read to schedule the pump replacement by (B)(6) 2015. The pump was under 2 years old and the reporter was unaware of the patient having any programming history of any flow rates higher than 1ml/day. The pump was scheduled to be replaced on (B)(6) 2015 at 7:30am. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump revealed a pump motor feed through anomaly, shorting across insulator. The previously reported conclusion code was removed, as it no longer applies.

Event description:
On (B)(6) 2015, additional information was received from an healthcare provider (hcp), via a company representative; it was reported that the pump replacement was due to eri. No rotor study or dye study had been performed. The pump was replaced with another company product; the date of pump replacement was not specified (previously reported as "was scheduled to be replaced on (B)(6) 2015 at 07:30 am"). No patient death or injury was reported, and the patient status after device removal was "recovered without sequela." The pump was returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received determined that the following information previously reported in mfg report #3007566237-2015-03006 is relevant to manufacturing report # 3004209178-2015-10225. Information was received from a company representative in regards to a patient receiving an unknown medication via an implantable infusion pump. Patient information was unknown. Per the reporter, the patient had "motor stall issues." No further information was provided. Additional information has been requested but was not available at the time of this report.